Manufacturer narrative:
(Complaint number: (B)(4)). Received 15 loose pc 450235/g150233c (also 1bx g1402141 not part of complaint). Actual samples were not returned for evaluation. No pictures of the actual samples were received. Multiple attempts were made at contacting the customer for further clarification of the information but none was received. We have no further inventory of the material/batch. We forwarded the complaint and samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of the production and testing documents indicate no deviations were detected during production. No abnormalities or deviations were detected during in process control. Documents for the batch final checking, which includes functional testing, indicate no abnormalities. No deviations in the activation of safety mechanisms were observed. In addition, during production the product is tested during in process control and final checking. Customer returned samples were visually inspected and activated; no deviations or abnormalities that might affect the function were observed. Further comments: due to continuous product improvement, the newly designed safety shield can be turned 360 degrees, thus enabling the user to select the preferred position. Please handle our products according to their instructions for use. If the user chooses to rotate the shield for better positioning, please ensure that the shield remains fully seated on the holder. Do not use if product has sustained any transport damages.

Event description:
"Customer states that three needle stick injuries have occurred since switching from the non-rotational version of this product to the rotational. The incidents occurred on (B)(6) 2015 (used needle), (B)(6) 2015 (unused needle) and (B)(6) 2015 (unused needle). The events were not life threatening, did not result in permanent impairment of a body function, did not result in permanent damage to a body structure and did not necessitate medical or surgical intervention to preclude permanent impairment or damage. Customer states that a needle stick injury occured on (B)(6) 2015 when the shield veered to the side and the needle bent while engaging the safety on a hard surface. The event was not life threatening, did not result in permanent impairment of a body function, did not result in permanent damage to a body structure and did not necessitate medical or surgical intervention to preclude permanent impairment or damage.